Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Investigation also revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was found to be dim and discolored. Additionally, evaluation revealed that contamination was observed under all keypad button contacts. Unrelated to the complaint, evaluation revealed that the keypad was peeling at the contrast button. The contrast button contact was missing. (B)(6).